Event description:
Same case as 2134265-2014-04442 and 2134265-2014-04443. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit failed to perform automatic pullback with abnormal lcd display. No patient was involved.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in for 6 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-04442 and 2134265-2014-04443. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit failed to perform automatic pullback with abnormal lcd display. No patient was involved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).